Manufacturer narrative:
D10: (B)(6), 02-010-01-0325 - logic femoral ps cem right sz 2.5. (B)(6), 02-022-35-2515 - truliant tib imp ps insert sz 2.5 15mm. (B)(6), 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 122 months after a right total knee replacement procedure, the patient underwent a second revision procedure to address prosthesis wear, progressively severe mechanical pain, and osteolysis. Revision surgery operative notes were provided. Postoperative diagnosis noted mechanical failure of right total knee arthroplasty secondary to osteolysis. Intraoperatively it was noted the femoral and tibial components were well fixed. The surgeon observed extensive osteolysis apparent which was eroding the cortical surfaces of the bone. Significant cavitary osteolytic lesions of the femur and tibia with bone loss. Patella component was significantly loose. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.